Manufacturer narrative:
The device history record (DHR) for this manufacturing lot was reviewed and the device met all release criteria and there were no discrepancies or unusual findings that relate to the reported event. The explanted inlay was discarded by the facility and is not available for evaluation. Inlay shifts in position and inlay removal are listed in the device labeling as known potential risks. (B)(4).

Event description:
The patient underwent implantation of the raindrop corneal inlay in the right eye on (B)(6) 2017. At the one-day postoperative visit, it was noted that the inlay had decentered greater than 3 mm inferiorly. The corneal flap was lifted to reposition the inlay, but the surgeon was unable to preserve the inlay and it was exchanged with a new inlay. Additional information has been requested.